Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Review of stored device data noted that measurements had gradually increased until becoming out of range. Technical services (ts) discussed potential troubleshooting and programming options. The health care professional (hcp) planned to increase the alert trigger for the remote home monitoring system, and continue monitoring. No adverse patient effects were reported. This device remains in service.